Manufacturer narrative:
The fsr performed mechanical, electrical, and visual testing. The fsr replaced the flow module. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the flow module failed testing. There was no patient involvement.